Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. The customer stated that he was vomiting, and his mom drove him to the hospital. The customer stated that he was getting no delivery alarms prior to the event. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back for troubleshooting when possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.